Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump would not alarm to signal hypoglycemia. Troubleshoot was not performed. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was communicated properly with guardian 2 link and glucose sensor simulator. The high/low blood glucose sensor alert functioned properly. Unit was received with cracked battery tube threads, cracked reservoir tube lip, scratched case, minor scratched lcd window, cracked select button keypad overlay and pillowing keypad overlay.